Event description:
A malfunction on the pump was reported by the caller, identified with malfunction code malf 3, which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be sent, and they would resort to multiple daily injections (mdi) as a backup form of insulin therapy. Tandem technical support instructed the caller on how to store the pump and advised them to return the problematic pump using a pre-paid return label within 10 days. Training for the replacement pump would be available in the customer¿s tandem source account, and the caller acknowledged and understood all instructions provided.